Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient's infusion set's tubing came out of connector piece and even had what appeared to be a knot at the end while sleeping. Further, the connector piece was still attached to set on her body, but just the tubing came out. No further information available.